Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a (B)(6) male underwent a valve explant after an implant duration of ten (10) years, two (2) months, twelve (12) days. Through follow up with the health care provider, it was learned that the reason for explant was due to severe aortic insufficiency and degeneration of the bioprosthetic aortic valve. Upon review of source documentation, the bioprosthetic valve had a tear at the two commissural areas and the leaflets were torn. There was no noted calcification. This was replaced with a 25 mm carpentier-edwards perimount magna ease pericardial bioprosthesis. The remainder of the procedure was complicated from bleeding due to the patient's aorta (along the pulmonary artery) being very thin. After completion of the procedure, the aortic valve was interrogated and was opening and closing well. There were no paravalvular leaks. Hemostasis was maintained and the patient was taken to the intensive care unit, after having tolerated the procedure well, in stable condition.

Manufacturer narrative:
(B)(4). Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, the explanted device was not returned to edwards for analysis because it was discarded at the hospital. Without return of the device, edwards is unable to conclusively determine the root cause for this event.